Event description:
Notified by fmc customer service of this complaint. Stated problem is "blood leak". As verified with tech at user facility, the dry pack (non-processed) dialyzer was primed for use without noted problems. As the dialysis treatment was initiated and blood was entering the dialyzer, blood was seen in the effluent dialysate and reported as a "gross leak" estimated blood loss reported as <100cc as the leak was detected immediately and the dialysis machine shut down per alarm conditions. There were no reported adverse effects to the pt and no medical intervention was required. The dialyzer was saved and disinfected for transport. MDR malfuncion filed due to blood loss reported. 4/22/1999 pt info requested for MDR filing. 4/4/1999 no further info available.